Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/46;1236-2-846; 34388201; restoration (tm) adm. Cup w/ha; 1235-2-462; g3129459; 127 size 6 secur-fit advanced stem; 1601-06127; mment3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's left hip was revised. As reported by rep: "surgeon states patient has hip pain consistent with adverse local tissue reaction. Patient has elevated cobalt levels in the blood". Patient was revised to an adm insert and biolox delta head with sleeve.